Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a small bowel resection, the device jaws became locked on tissue. While removing the device, the tissue became torn and suturing was used to seal the tissue. There was no pt injury associated with this event.